Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose while using the ilet pump, attributed to announcing a prior dinner as a regular meal instead of a smaller meal and typically eating only one meal per day; the user treated a low with orange juice and inquired about disconnecting from the pump, for which speaking with a provider was advised. Symptoms included hypoglycemia, fatigue, and drowsiness. Outcomes included the need for oral glucose as an unexpected medical intervention. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement behavior, without a device user interface malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.